Event description:
Proximal colon transection. First firing with slc55b was fine. Reloaded unit with slcr55b. In the middle of firing sequence unusual noise heard, and "firing incomplete" and "knife may be exposed" messages indicated on power console. Transection was completed with another slcr55b reload.